Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported, patient with bilateral central toxic keratopathy, and loss of bcva, noted after bilateral photo refractive keratectomy. The patient was treated with anti-inflammatory drops and artificial tears. At four weeks post op, the ctk (central toxic keratopathy) had resolved with treatment and no further medical treatment was required. The vision also improved. No further information will be expected for this case. This report will address the left eye.